Event description:
30 minutes into treatment patient c/o "itching", benadryl given, 30 minutes later, patient c/o "feeling bad, stomach & chest pain, s.o.b." Bp up 180/120. Dialysis stopped/terminated. Arterial line noted to be kninked inside pump segment. Roller clamps were not tightly secured around line. (No sensor to defect loose fit) "stat" hct/cbc revealed blood was hemolyzed, pt placed on o2 @ 2l diagnosed with hemolysis by physician. Conclude roller clamps were not tightly fushened to position a-line, resulting in kinking of line in pump segment causing hemoloysis.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other, invalid data. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.